Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. During fill estimate calculations with tandem's customer technical support (cts), the pump appeared to be showing the accurate fill estimate measurement. Customer alleged that the inaccurate fill estimate impacted the customer's blood glucose (bg) level, and reported an elevated bg level of 359 mg/dl. The customer administered a correction bolus to address bg level. During system check with cts indicated that the pump was performing as intended and no issues were identified. Customer was referred to health care provider for possible factors that may affect bg levels.